Manufacturer narrative:
Reporter¿s phone number and complete address were not provided. The manufacturing location is currently not available. The device manufacture date is currently not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thread saw coupling was stripped and defective. It was further determined that the saw blade screw was worn out. It was further determined during the pre-repair diagnostics assessment that the device failed for check the saw blade coupling, check the saw head's locking mechanism and for check performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece recon sagittal saw device and the lid device got stuck while in use in the middle of surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.